Manufacturer narrative:
This report will be amended when our investigation is complete. Device received, not yet evaluated.

Event description:
It is reported that the articular surface provisional fractured during use in total knee arthroplasty. All fractured pieces were returned. There was no reported delay in procedure and no reported impact to the patient. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The product was received for evaluation. Through visual inspection it was found that the device is fractured into three pieces and exhibits signs of repeated use. All the fractured pieces were not returned. The complaint was confirmed. The device history records were reviewed and no deviations or anomalies were identified. The device is used for treatment. No surgical notes were available. The complaint history review was conducted for the part and lot combination and found no additional complaints. From the available information, root cause can likely be fracture due to wear and tear or potential field life of the device which is 6 years.